Event description:
It was reported the patient experienced no stimulation sensation following a replacement of the ins device. The patient was seen in the clinic. Impedance readings were >4000 ohms on bipolar electrode pairs with 0-3. Bipolar pairs using 2 or 3 had impedances measuring over 2500 ohms. The patient felt no stimulation with any combination. Intra-operative impedances all looked ok and the first programming in recovery gave stimulation which abruptly ended and has not recovered. Additional information received indicated the event was attributed to a lead/extension failure. The lead and extension were revised/replaced.